Event description:
It was reported that the vns patient passed away and that the explanted device was available to return for analysis. It was reported by the medical examiner's office that the cause of death was natural and listed as seizure disorder. The relationship of the death to vns is unknown. Attempts to obtain additional relevant information have been unsuccessful to date. The explanted devices have been received for analysis. Analysis is underway, but has not been received to date.

Event description:
Product analysis was completed for the lead on 04/28/2015. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portion of the device. Note that since a large portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation cannot be made on that portion of the lead. Product analysis was completed for the generator on 05/07/2015. The module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
Event description; corrected data: the previously submitted MDR inadvertently did not provide the results of the analysis performed on the lead.